Event description:
The customer reported the aq2010v silicone three piece lens tore on insertion. The lens was removed without any patient injury. The cause of the event was unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient; torn material, unlabeled evaluation result: visual inspection of the returned product showed the lens was torn into the pieces and no visible damage was noted to the cartridge. There was reddish residue on the both the devices. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Method: lens work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found within the manufacturing process of the lens or injector or cartridge that was the root cause of the complaint. Conclusion: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A cartridge lot number search found no similar complaints. An injector lot number search was performed and no similar complaints were found. Per medical review - reportedly, the iol (3-piece silicone) tore during insertion, requiring intraoperative lens removal. The incision was not enlarged and no other tissue damage was reported. No reported post-operative sequelae. According to the report by a nurse, dated 7/2/2014, the most likely cause of the event was unknown. Based on the complaint history, work order search, product evaluation, injector lot search, cartridge lot search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).